Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 03/31/2024, it was reported that the patient¿s cgm was reading 60 mg/dl and the bg meter was reading ¿over 200 mg/dl¿. The patient was also wearing an insulin pump (brand not specified). The patient was feeling ¿really sick¿, but no physical symptoms were reported. The patient¿s mother took him to the hospital. At the hospital, the patient was diagnosed with dka and was treated with insulin and unspecified ¿diabetes medications¿ (details could not be recalled). The patient was discharged two days later. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.